Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va01q9q, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that six months prior to the report the patient was treated for a bladder infection by her general practitioner. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the cause of the event was that the patient had a urinary tract infection and that hospitalization was not required for the event. No other information was provided. If additional information is received, a follow up report will be sent.